Event description:
Reporter states that in march he went to med ctr and underwent a thermage facial contour. The procedure was to be like having a face-lift and to look younger. Reporter states that he has recently gone through a divorce and wanted to feel youthful so he agreed to have the procedure done. Following the procedure, the reporter states his face felt inflamed and there was swelling. He says that the procedure itself took about 1 1/2hours and it feels like placing your face in a microwave. He called the anesthitician, at the med ctr, who told him to give it a couple weeks. The swelling started to go down, but then he noticed that his veins in the temple area were visible and pronounced. This was accompanied with a headache (he's never had a headache before now). In mid-april he once again contacted the ctr regarding the visible temple vessels and constant headache. They advised that he take advil and aleve. The only thing that helps with his headache has been direct applicaion of ice to his temples, but he can't do this all the time. States that he doesn't want to get anyone in trouble, especially the anesthitician, but he does want his problem reported. He is awaiting a neurologist appt for his headache, which will be an out of pocket expense, since his insurnace won't cover it. After this experience he wants to advise people to just appreciate how you look already and not try and change anything.